Manufacturer narrative:
The insulin pump received with broken off end cap. Unable to perform displacement, prime, basic occlusion and occlusion tests due to broken off end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump had missing end cap sticker.

Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.